Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported that the insulin pump failed and just gave beep with vibration and not let to clear the alarm. Customer was unable to clear the alarm. Customer was able to rewound the insulin pump error. Customer removed battery and hold back but still insulin pump was beeping. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify rewind anomaly, unexpected battery power lost due to critical pump error alarm.